Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the ins was not working and the patient was shaking. During the call the patient programmer showed stim on. It was unknown if the patient had the ability to change amplitude or groups. The caller was redirected to follow up with their health care professional (hcp) to discuss the shaking. No further complications were reported or anticipated.